Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 478 mg/dl at the time of incident. The customer experienced symptoms such vomiting, nausea, abdominal pain. The customer was treated with syringes. The customer was using the auto mode feature. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Device functioning properly during testing. Device was programmed with test guardian 3 link and test plug simulator. Device communicated properly display the calibrate your sensor alarm properly after completion of the warm up. A calibration value was manually entered and device display the programmed value properly on the display graph. No sensor anomalies were noted. Insulin pump sensor feature and auto mode connection are working properly.